Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and two months post implant of this 26mm mitral annuloplasty band in a pediatric patient, the band was explanted and replaced with a band of the same size and model. The reason for the replacement was not reported. No additional adverse patient effects were reported.